Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the upper and lower cases and battery drawer were broken, that the battery release was contaminated, that one side bail and one side bail cover were missing, one side bail cover was broken and that the liguid crystal display was out of specification. (B)(4).

Event description:
The external pulse generator (epg) was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Further analysis was performed on the display module. Visual inspection did not reveal any anomalies. Bench analysis observed no backlight operation, which would result in insufficient current and fail functional testing. Resistance measurements found an open circuit on a path which provides the return for the backlight power. Conclusion: functional test failure was caused by a printed circuit board (pcb) open circuit preventing proper operation.

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.